Event description:
A patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported the device had "not really worked" since implant. There had been no symptom relief and no falls/traumas were related to the issue. The patient usually had the device off because it made their back hurt and made their skin feel like the "nerve endings were raw." The uncomfortable stimulation started happening "about a week and a half" after implant. The doctor reprogrammed it and the patient could not handle it so they turned it off. In addition, whenever the patient turned stimulation on or off, they would feel a shock in their hand. This had been an issue since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.